Manufacturer narrative:
The reported compressor mini was examined at the hosp by our field service engineer. The conclusion from the troubleshooting of the device is that it had a blown fuse in the main inlet. The fuse was replaced and after a successful function check, the device was returned to service. The fuse has not been investigated, but earlier investigations of similar complaints determine that the cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the main power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the sys. Chemicals used from cleaning the device (by spraying) causing corrosion and as a second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. What exactly caused this fuse to blow has not been determined.

Event description:
It was reported that the compressor mini was not working. The customer did not know when asked for event date, pt involvement or any other info regarding this complaint. (B)(4).